Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during transcatheter aortic valve implantation, the pump speed was adjusted and decreased. A low flow alarm was triggered due to the decrease in speed. The alarm was suppressed by pushing the alarm silence button on the touchscreen. The suppressing mode stayed on-screen, and half of the screen was blank which made it impossible to increase the speed again. The app was stuck on the half screen for at least 15 seconds before the issue resolved. The issue stopped after some time and the speed was adjusted. There were no patient consequences noted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate touch app being temporarily stuck on the processing screen after issuing a silence alarm command was confirmed via the submitted photograph. The photograph showed the heartmate touch app with the half screen showing that the command was processing. The remainder of the screen showed the pump parameters as intended. The app display did not reveal any issues and there were no physical anomalies in the submitted photo. It was reported that the app displayed this screen for at least 15 seconds; the app then completed the command on its own and the issue was resolved. No further issues were observed. The submitted log file contained approximately 2 days of data (09aug2022 ¿ 11aug2022 per the timestamp). No notable alarms were active in the log file. The pump maintained a speed above the low speed limit throughout the log file. The data in the log file did not indicate any issues that would have contributed to the reported event. No product was returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate touch kit, serial number (B)(6), was shipped to the customer on 04dec2020. Heartmate 3 instructions for use (IFU) chapter 7 ¿alarms and troubleshooting¿ and the heartmate touch communication system quick start guide under ¿troubleshooting guide¿ provide troubleshooting steps to resolve issues related to the heartmate touch, including a frozen screen. Heartmate 3 instructions for use (IFU) chapter 4 ¿heartmate touch communication system¿ explains the operation of the heartmate touch system, including how to silence alarms. Heartmate touch communication system quick start guide also explains how to silence alarms under "how to use the heartmate touch communication system". No further information was provided. The manufacturer is closing the file on this event.